Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 1110202 for needle clog. This is the 1st. Related complaint for needle clog on lot # 1110202. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 4 bd nano pen needles were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported the insulin will not go thru the needle. Not on all but had 4 pen needles in a row that would not inject the insulin.

Event description:
It was reported that 4 bd nano pen needles were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported the insulin will not go thru the needle. Not on all but had 4 pen needles in a row that would not inject the insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 1110202 for needle clog. This is the 1st. Related complaint for needle clog on lot # 1110202. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 4 bd nano pen needles were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported the insulin will not go thru the needle. Not on all but had 4 pen needles in a row that would not inject the insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/31/2021 . H.6. Investigation: customer returned a total of 46 unused 4mm, 32 gauge pen needles. 37 were from lot 1110202 while the other 9 were from lot 1006149. 30 of these pen needles were attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needles without issue. The returned pen needles were unused, undamaged, and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of a needle clog. Root cause cannot be determined at this time as the issue is unconfirmed.